Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported on (B)(6) 2022 by a sales representative via sems that an ar-9821 apollo probe "face" fell apart. Surgeon spent 20 minutes to find the piece in the shoulder. Case involvement, fell apart inside joint space

Manufacturer narrative:
The device was not received for evaluation and no photo was provided. The most likely probable cause of the event is supplier/manufacturing related.